Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was above 54 mg/dl. The customer also reported other blood glucose value such as 56 mg/dl, 50 mg/dl. Based on customer¿s report insulin pump was over delivering. The customer stated that the drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Displacement test was passed. The insulin pump will not be returned for analysis.